Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair continues driving after head is raised off the head array. The chair is not stopping when it should.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: after inspection and functional testing, no problem found on unit. Complaint of "chair continues driving after head is raised off the head array" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: after inspection and functional testing, no problem found on unit. Dealer states the chair continues driving after head is raised off the head array. The chair is not stopping when it should.